Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire interacted with the patient¿s moderately calcified and mildly tortuous lesion, resulting in resistance during advancement. Additionally, it was reported that the guide wire had broken, resulting in loss of support (material too soft / flexible). In this case, it is possible that manipulation of the wire, when resistance was encountered, contributed to the break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction to d9 - device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat de novo lesion in the circumflex (cx) artery with moderate calcification and mild tortuosity. The ht bmw universal ii 190cm j guide wire (gw) was attempted to be used in the procedure; however, difficulty was noted during advancement with the anatomy and the inner core of the gw seemed broken. This led to poor maneuverability of the gw and loss of support. Therefore, the gw was removed from the patient. Another ht bmw universal gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.